Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose and or flushed drive support disk. Prime test was not performed due to motor error alarms. The motor was found with leaking oil. The device had cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, and minor scratches on display window.

Event description:
Customer reported that the insulin pump alarmed motor error during basal rate delivery. Blood glucose value is 287 mg/dl. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to rewind the insulin pump. Nothing further reported.